Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed during normal operation and the plug could not be released. There was no reported patient injury. The procedure was completed with manual compression. Pulsatile flow was observed from the bleed-back indicator. The exoseal vascular closure device (vcd) and the 5f non-cordis sheath were retracted together until pulsatile flow slowed or stopped and the indicator window turned solid black. When button depression was attempted, the button would not depress at all, and the indicator window displayed solid black at that time without any red color during retraction. The device was not implanted in the patient. The device was not deployed outside the patient. The operator was trained and was stored and prepared according to the instructions for use (IFU). The vcd was used in an interventional procedure with a retrograde approach. There were no visible signs of device or package damage prior to use. Angiography confirmed the femoral artery¿s suitability, including appropriate insertion angle, and the vessel diameter was verified to be at least 5 mm. There was no calcium, plaque, stent, or significant stenosis near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed during normal operation and the plug could not be released. There was no reported patient injury. The procedure was completed with manual compression. Pulsatile flow was observed from the bleed-back indicator. The exoseal vascular closure device (vcd) and the 5f non-cordis sheath were retracted together until pulsatile flow slowed or stopped and the indicator window turned solid black. When button depression was attempted, the button would not depress at all, and the indicator window displayed solid black at that time without any red color during retraction. The device was not implanted in the patient. The device was not deployed outside the patient. The operator was trained and was stored and prepared according to the instructions for use (IFU). The vcd was used in an interventional procedure with a retrograde approach. There were no visible signs of device or package damage prior to use. Angiography confirmed the femoral artery¿s suitability, including appropriate insertion angle, and the vessel diameter was verified to be at least 5 mm. There was no calcium, plaque, stent, or significant stenosis near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The product was not returned for evaluation. A review of the manufacturing documentation associated with lot 18271417 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "deployment lever (button) frozen/locked" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.